Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed an alarm with no error message. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation results: one cadd-legacy 1 pump was returned for investigation in good condition. The "no disposable" alarm was verified after a review of the event history log. The customer's reported problem was replicated. The pump was found to be double beeping after it was powered up. The investigator visually inspected the pump and found that it had no missing or damaged parts. The downstream occlusion sensor was replaced. A root cause for the product problem was not established.